Event description:
It was reported that a customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the pump had been reset prior to the event, and the pump software delivered a correction bolus as intended to address an elevated bg in the past. The customer self-treated the low bg; however, no additional information was provided pertaining to how the bg was treated. Technical support recommended consulting a healthcare professional to discuss the factors affecting blood glucose levels, which the customer acknowledged and understood.